Manufacturer narrative:
Patient¿s identifier and date of birth, age is unknown. Date of postoperative plate breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that due to a sports accident a complex breakage of the left femur with 5 fragments occurred. The patient is very muscular and was operated on (B)(6) 2017 with a long locking compression distal femur plate composed of 9 holes. During a control consultation on (B)(6) 2017, there was an unconsolidated zone on the radiographic and the surgeon thought that the patient didn't always respect the interdiction of the lower leg support. In (B)(6) 2018, the plate broke and the patient was hospitalized and operated on (B)(6) 2018. Concomitant device reported screws (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Age or date of birth : patient age provided for reporting. Updated event & patient information. Complainant part is not expected to be returned for manufacturer review/investigation as previously reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that a 47-year-old male, sustained injury due to a direct impact with another football player, causing a complex, comminuted fracture of the left distal femur, in 6 fragments not 5 as initially reported. The plate and screws were removed, however, misplaced by the hospital and cannot be assessed to date. The circumstance surrounding the onset of the plate rupture was due to the patient putting all of his weight on one leg when getting out of the bath. Part, lot and quantity of implanted screws: 14 screws - 1 screw 212.221s lot l177419 - 1 screw 214.856s lot 9684166 - 1 screw 217.846s lot l350933 - 1 screw 212.224.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient¿s height reported as 183 cms. Patient age provided for reporting. B5, b6, b7 d11: added concomitant devices. Although the poor quality of x-rays the plate breakage can be confirmed. Follow up medwatch mwr-25042018-0000098088 was submitted on may 18, 2018 and received a data error stating the report is a duplicate. Report is not a duplicate, internal it investigation was opened to resolve the issue. Issue has not been resolved, medwatch due date has arrived. Per management approval, follow up number in the medwatch will be changed from 1 to 2 to facilitate timely submission. H11 corrected data: d10: complainant part is not expected to be returned for manufacturer review/investigation as previously reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that patient initially had comminuted fracture of the left distal femur, in 6 fragments (and not 5, as initially declared) due to direct impact with another football player. It was reported that the plate and screws removed were recovered after the procedure, but have been lost. They cannot be assessed to date. Circumstances surrounding the onset of plate rupture: the fracture of the still unconsolidated area followed the patient putting all his weight on one leg when getting out of the bath. Removal of a broken plate and repeated osteosynthesis with a locked screw large-fragment femoral plate on the left side with 14 holes, fixed in all the orifices, alternating locked screws and unlocked screws was performed on (B)(6) 2018. Concomitant device reported: part, lot and quantity of implanted screws: 14 screws; 1 screw 212.221s lot l177419, 1 screw 214.856s lot 9684166 , 1 screw 217.846s lot l350933 , 1 screw 212.224s lot l457849 , 1 screw 212.217s lot l321074 , 1 screw 212.216s lot l326246 , 1 screw 212.216s lot l195495 , 1 screw 214.844s lot l364882 , 1 screw 212.220s lot 9959516 , 1 screw 212.221s lot l177419 , 1 screw 214.840s lot l475775 , 1 screw 212.218s lot l030994 , 1 screw 212.223s lot l167490 , 1 screw 212.223s lot l457848.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only. Part number: 222.255s, synthes lot number: 9936963: release to warehouse date: 03.may 2016 expiry date: 01.april 2026 supplier: (B)(4), manufacturing site: selzach: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: part number: 222.255, synthes lot number: 9917229: release to warehouse date: 21.april 2016, manufacturing site: mezzovico: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The complaint is confirmed as the damage is visible on the x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.